Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd pcr cartridge on bd max¿ instrument, 6 false positive shigella patient results were obtained. There was no report of patient impact.

Manufacturer narrative:
After further evaluation, the previous MFR report # 3007420875-2025-00068 was submitted against wrong product. This report is to be replace by MFR report # 1119779-2025-00337.

Event description:
Report 1 of 2: it was reported that during use of bd pcr cartridge on bd max¿ instrument, 6 false positive shigella patient results were obtained. There was no report of patient impact.